Event description:
It was reported that the patient experienced recurrent early-morning hyperglycemia, with a recent blood glucose of 307 mg/dl that was corrected by the ilet, and no alerts or alarms were noted. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and resolution after automated correction. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions reported and no component issues identified, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.